Manufacturer narrative:
As this event was reported through an article, the devices were not returned to edwards for evaluation. Imagery was added in the medical article and was reviewed. After exiting the sheath during the first delivery system advancement, the valve appeared off-center proximally to the center marker and over the proximal balloon shoulder of delivery system. The first valve moved even further proximally upon an attempt to inflate the balloon. The distal portion of the valve partially deployed. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the related complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The certitude with s3 IFU, certitude with s3 device preparation manual, and certitude with s3 procedural training manual were reviewed. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints for the certitude delivery system (all models and sizes) was performed with related codes. Prior closed complaints with any of the related codes were reviewed for similar events and root cause identification. Of the root causes identified, the following are potentially applicable to the complaint event: procedural factors (excessive manipulation, improper valve placement). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The valve movement on balloon was confirmed based on evaluation of procedural imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported ''the central marker of the balloon had shifted to the distal part of the sapien 3 valve''. Provided imagery revealed the valve had moved proximally on the delivery system after exiting the sheath (and migrated even further proximally after expansion). Procedural factors such improper crimping may have resulted on the more proximal valve, and/or it is possible that the valve moved proximally off the working length during insertion. With forward force applied, it is possible that the crimped valve interacted with the sheath and led to the reported valve movement. A definitive root cause is unable to be determined. However, available information suggests that procedural factors (improper crimping, excessive manipulation) may have contributed to the complaint events. Since no device problem was identified affecting distributed product, no pra is required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-16794. Article reference: lin hc, lee yt, tsao tp, yin wh. A valve embolized twice: a case report of sapien 3 embolization in left ventricle and left atrium during transcatheter transapical mitral valve-in-valve implantations for a failed bioprosthesis. Eur heart j case rep. 2023 aug 3;7(8):ytad357. Doi: 10.1093/ehjcr/ytad357. Pmid: 37637099; pmcid: pmc10456212. H3 other text : no indication of device return.

Event description:
Through the review of the medical article "a valve embolized twice: a case report of sapien 3 embolization in left ventricle and left atrium during transcatheter transapical mitral valve-in-valve implantations for a failed bioprosthesis", corresponding author wei-hsian yin from heart center, cheng hsin general hospital. This article describes a case of a 59- year- old female who underwent a sapien 3 mitral valve in valve implantation to replace a degenerated perimount magna mitral 29 mm valve. Transapical approach was chosen. The central marker of the balloon had shifted to the distal part of the sapien 3 valve. The partially inflated distal part of the balloon caused the valve to embolize into the left ventricle. To reposition the embolized valve back to the mitral position, an attempt to recapture it using the lasso method by snaring the valve frame of the embolized valve with a 6 f snare via parallel access to reposition the valve was performed, but it was unsuccessful. Instead, by positioning the snare at the nosecone of the delivery system, the sapien 3 valve was able to be re-directed and crossed the bioprosthetic annulus. However, during the second valve deployment, only the proximal portion of the balloon was inflated, which pushed the valve upwards and caused it to embolize into the left atrium. As the patient was hemodynamically stable, safari wire was used to secure the embolized valve against the atrial wall to prevent its rotation. Next, the deflated deployment balloon was advanced into the partially opened frame of the embolized valve and the balloon was inflated at a low volume, which anchored the valve in place. Then, the entire system into the bioprosthetic mitral valve was retracted, and the sapien 3 valve was able to cross the bioprosthetic annulus again and was correctly repositioned. Finally, the valve was successfully deployed. The final result was satisfactory, the new valve functioned well with no paravalvular leakage. The patient was discharged after an uneventful hospital course, and her heart failure symptoms improved to function class I status.